Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular (rv) lead had high defibrillation impedance, and the pacing impedance was steadily rising. The high voltage alert was turned off via merlin.net. There were no consequences to the patient. Further information was requested but not received.